Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 408 mg/dl. Customer was 550 mg/dl twenty to thirty minutes prior. Customer experienced chest pains. The blood glucose reading decreased to 250 mg/dl. The following morning the blood glucose reading was 160 mg/dl. Nothing further reported.